Event description:
The customer reported that the system displayed failure errors, the screen was flashing and fluoroscopic x-ray could not be performed. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the nickel cell on the xray controller and the lemo receptacle. The system was tested and found to be working as intended and put back in service.